Event description:
I received mentor high profile saline implants under my muscle. I have had pain in my breasts, unexplained skin rashes, and extreme fatigue since. Also difficulty with inflammation.